Manufacturer narrative:
A device history record review for each of component lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. No further anomalies were identified. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were no other complaints against the component lots for the reported issue. Complaint evaluation performed on the returned sample resulted in the following findings: visual inspection: the sample was deemed conforming. Functional inspection: the sample would aspirate, but would not actuate properly, and would not cut properly (strands). The probe was disassembled and the components inspected. The cutting edge had approx. 30 minutes of wear when compared to the degree of wear based on continuous actuation of the probe visual standard photos. There are also gouge marks on the inner cutter. The gouge and wear marks on the inner cutter indicate the probe had been used. The evaluation confirmed that the probe exhibited poor cut performance. The probe developed inconsistent cutting performance during use. Wear marks on the cutting edge and gouges on the inner cutter indicates that the probe may have been initially working properly and only damaged sometime during surgery. Probes are 100% visually and functionally tested during manufacturing. A nonconformance (example, ¿cut failure¿) would have been detected during assembly and testing and subsequently removed from the lot. Although the sample appears to have been damaged during use, an internal investigation has been opened to evaluate trends in probe complaints and to determine if further actions are warranted. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the cutter occurred. The condition of aspiration and actuation is unknown. The surgery was completed after replacing the product with another one. There is no patient harm. Additional information and product sample have been requested.